Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, less than one month post implant, the patient experienced infection after a recent infection and re-implant. The implantable pulse generator (ipg) system was explanted and will be replaced. No further patient complications have been reported as a result of this event.